Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor had particulate matter inside of its reservoir. This was found before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Manufacture date range: september 19, 2014 ¿ september 24, 2014. The sample was received for evaluation. A visual inspection identified white particles, ranging between 1.27 and 1.49 mm in length, floating in the reservoir. A fourier transform infrared spectroscopy scan determined that the particles were polyester. The cause of the particulate matter could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.